Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during a procedure, attempts were made to place two different right atrial (ra) leads in a lateral branch off of the coronary sinus. In both attempts, the implant sheaths were removed and with each heart beat, the leads slowly began to come back and eventually dislodged. The leads were not used and a new ra lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.